Event description:
The customer alleged that he performed control tests and received results that were 50-60 mg/dl low, out of specification. The customer did not provide the actual control test results. He declined to provide any more information or troubleshoot his contour system. He insisted his meter be replaced. No adverse events were alleged. The customer's meter is to be returned for evaluation. A replacement meter was sent to the customer.